Event description:
It was reported that during ukr the handpiece experienced a motor fail during burning of the femur. This occurred four times and system was rebooted and allowed the surgeon to complete the procedure.

Manufacturer narrative:
H10: the device, used in treatment, was returned with log files for investigation. Evaluation of the log files found an over current error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The field report noted that the error was cleared by rebooting the system, this confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure. No containment or corrective actions are recommended at this time.